Manufacturer narrative:
Internal file number - (B)(4). Device code 1494 for incorrect anatomy was removed, but remains for indication for use. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It should be noted that the hi-torque guide wires instruction for use (IFU) states: all hi-torque guide wires are intended to facilitate the placement of balloon dilatation catheters during percutaneous transluminal coronary angioplasty (ptca) and percutaneous transluminal angioplasty (pta). It is undetermined if the reported IFU deviation directly caused/contributed to the reported detachment. As there was no damage noted to the guide wire during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the anatomy/other devices and/or inadvertent mishandling resulted in the reported detachment. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is unknown if the device is returning for analysis. A follow up report will be submitted with all additional relevant information. Attachment: sus voluntary event report #5083401.

Event description:
Abbott whisper ms guide wire used during an ICD procedure broke or sheared off into the right atrium and required retrieval. Retrieval successful and patient remained throughout the retrieval.